Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, upon visual inspection it was found that the blade tip had scratches marks due to contact with the clamp arm after the tissue pad was detached. The device was then functionally tested on the gen04 and was functional. The clamp arm to blade contact could have resulted in an error code. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Probable causes of the blade damage are applying pressure between the instrument blade and clamp arm without having tissue pad between them.

Event description:
It was reported that during an unknown procedure, twenty minutes in, solid tone with error code '5'. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.